Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) sensor failed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's subsidiary, while the test was being conducted with the abd sensor attached to the pseudo blood circuit, the air detection alarm issued in spite of no air bubbles in the circuit. The end user pressed the off button but the alarm kept sounding. Even after the reset button was pressed and the tubing was removed/reattached to the sensor, the issue was not resolved.

Manufacturer narrative:
Per data log review: the complaint indicated that the issue occurred on (B)(6) 2022. The logs were exported on (B)(6) 2022 with the last used date on (B)(6) 2022. On (B)(6) 2022, each time the air detection was enabled the air bubble detector (abd) immediately detected air. Air detection was turned off each time. Once, while the air detection was turned off, a sensor self test failure occurred and cleared. This would have caused a 'check sensor' alert. It was possible that the sensor was being adjusted on the tube which can cause this sort of error to occur. It was likely that this was what the user was reporting but no way to know for sure with the date discrepancy. The log showed one sensor self test failure.

Manufacturer narrative:
The reported complaint was confirmed from the data log review. The end user decided not to return any parts for further evaluation therefore root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.